Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative regarding an event that occurred during a revision surgery in a patient having foraminal stenosis due to sinking of the cage inserted in the initial operation. It was reported when the rod reducer was used at the time of tightening the rod, the handle was gripped and the rod was fixed to the screw head, but after that, the handle of the rod reducer did not return. It was alleged that it did not fit well in the groove of the screw head. The screw loosened since it was tried to remove the reducer forcibly. After that, the rod reducer was shake several times and the handle came off and the screw was removed. Product return was requested, and it will not be replaced with a medtronic product.